Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 10mm distal of the proximal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that a balloon ruptured occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified forearm shunt. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the target lesion was dilated several times with the device at 6atm. However, there was still remaining stenosis so dilation was performed up to 10atm. It was then noted that the balloon ruptured at tenth inflation at 10atm for 30 seconds. Furthermore, the rupture was in pinhole form in the blade mount part of the balloon. The device was removed using normal method without any problem and the procedure was completed with a different device. No patient complications and the patient was good post procedure.

Event description:
It was reported that a balloon ruptured occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified forearm shunt. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the target lesion was dilated several times with the device at 6atm. However, there was still remaining stenosis so dilation was performed up to 10atm. It was then noted that the balloon ruptured at tenth inflation at 10atm for 30 seconds. Furthermore, the rupture was in pinhole form in the blade mount part of the balloon. The device was removed using normal method without any problem and the procedure was completed with a different device. No patient complications and the patient was good post procedure.